Manufacturer narrative:
Note: the sequence of events reported by the consumer does not align with the date details provided. The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The complainant returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution and blood) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Complaint is not confirmed. The complainant did not return the glucose meter or the test strips in question. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
According to the complainant she performed the bg tests according to the owner's guide, no recent changes in her health, exercise, diet or medication. She reported, "...nothing different was done on day in question from her normal bedtime and morning routine..." The complainant reported, "...her insulin intake was based off her blood glucose readings and she "did not make any corrections and took the insulin amount her pump suggested. She reported, "...she did not feel 'good' shortly after her insulin intake in the afternoon..." The complainant stated, "...she "knew she took much more insulin than she should have because she had an upset stomach...." According to the complainant, she only had a "light dinner since she did not feel good." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer care to report her concerns about higher than expected blood glucose results.